Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 238 mg/dl. The customer reported that there was a crack on the screen of the insulin pump. The customer also reported a weird sound from the insulin pump. Troubleshooting was done for the high blood glucose levels. It was reported that the insulin pump passed the high pressure test. The customer also reported a bent cannula and air bubbles from the infusion set in the past. The customer also reported insulin in the reservoir compartment of the insulin pump. No additional information was provided.